Event description:
Intuitive davinci sureform 60 stapler gave error message while in use while firing. Message stated stapler load not complete blade may be exposed. Removed stapler immediately and taken off field.